Event description:
It was reported that a dye study was performed on (B)(6) 2014 to assess the catheter. The patient had a fluid seroma at the pump pocket that had resolved but the healthcare provider (hcp) suspected a catheter issue. The patient was not receiving pain relief; received less than 50% therapy relief. The hcp was unable to aspirate the catheter access port (cap) in the office and after a bolus at the last appointment no relief was noticed. The dye study showed the catheter leaking in the pump pocket. A catheter disconnection or other proximal catheter issue was suspected; however, the reporter was unsure of the exact issue. A pocket revision with possible catheter revision was to be scheduled; the date was not yet determined. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was not provided. It was later reported that a pump segment catheter revision was performed on (B)(6) 2014. The hcp confirmed via a push through the cap that the pump connector was leaking at the cap connection. The hcp cut off the sutureless connector plus 3cm of catheter and replaced it with a new revision segment. The hcp clamped the catheter distal the connection and tried to push through the cap. The hcp was unable to push through saline and there was no leak at the pump connection. The surgery was uneventful for the patient. It was later reported that the device system had delivered fentanyl. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: 2010, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter connector found no significant anomaly. Analysis of catheter connector found non-significant indent in seal that did not affect infusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).